Event description:
I continued to cramp even after the dr said I should have been ok. At times the cramping felt like labor pains. Then at the end of february I got very tender down into my vaginal area including inflammation. Upon visiting my dr he said everything was fine with my mucous but the coils needed removed asap. (B)(4).